Event description:
A user facility returned the video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a damaged inlet of the power supply and a broken video socket connector. This report is being submitted for the defects found during evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 (four) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the reportable malfunction of damaged inlet of power supply and broken video socket connector was confirmed. Based on the results of the investigation, it is not possible, to establish the root cause. Olympus will continue to monitor field performance for this device.